Manufacturer narrative:
The device was discarded by the customer, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during implant of this bioprosthetic aortic root, after being taken off pump, the physician noted bleeding. The bleeding appeared to be from the root anastomosis posteriorly behind the left main coronary artery. The physician placed several figure-eight 4-0 prolene sutures. These initially seemed to help. They began to wean the patient from bypass but bleeding continued. The patient was put back on bypass and reintubated. The physician removed the bioprosthetic aortic root and noted that the native tissue was friable. A teflon felt strip was then placed around the friable tissue, and a second bioprosthetic aortic root of the same model and size was sutured in place through the teflon felt and back through the aortic root tissue. The physician reattached the graft to the bioprosthetic root. The valve was successfully replaced. The patient was successfully taken off bypass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve for analysis, a detailed investigation of the issue cannot be performed. However, based on the received information, the patient's friable native aortic root tissue could be a cause of the reported bleeding.